Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt no longer had stimulation, and her ipg would not communicate with the programmer or the charger. The sjm rep met with the pt and could not establish communication. Attempts to determine the next course of action were unsuccessful.